Manufacturer narrative:
Section a4: weight: unknown/not provided. Section a5: ethnicity: unknown/not provided. Section a6: race: unknown/not provided. Section b3: date of event: unknown; requested but not provided. The best estimate date is between (B)(6) 2022, and (B)(6) 2025. Section h3: the device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded extended range of vision intraocular lens (iol) was scheduled to be exchanged for an odyssey iol in the right eye, due to the patient wanting more near vision. Through follow up, it was confirmed that the lens was explanted, as planned. The surgeon reported that the surgery went well. The device was discarded. No further information was provided.